Manufacturer narrative:
To date, no additional information has been received from the journal author. Grant, j. D., g. L. Jensen, et al. (2015). "Radiotherapy-induced malfunction in contemporary cardiovascular implantable electronic devices: clinical incidence and predictors." Jama oncol: epub before print.

Event description:
The journal article objective was to identify the incidence and predictors of cardiovascular implantable electronic devices (cied) malfunction and describe associated clinical consequences in a large cohort of patients treated with photon and electron based radiotherapy. Specific device manufacturers were cited including guidant. There was 18 total incidents of device malfunction reported which included loss of data, recoverable parameter reset, signal interference, and unrecoverable reset requiring cied replacement. There were 3 patients with guidant devices (model#t165 with data loss, model#h215 and mode#t175 with unrecoverable reset) identified. None of the patient with guidant devices were pacemaker dependent and none had clinical symptoms. A request for additional information was sent to the journal author.